Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4)was performed from date of manufacture 28aug2019 to the present date 7jan2021 and confirmed that this device was not previously returned for servicing.

Event description:
The customer reported keypad. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 28aug2019 to the present date 7jan2021 and confirmed that this device was not previously returned for servicing.

Event description:
The customer reported keypad. There was no patient involvement.